Event description:
Complainant alleged that during functional testing, the device was unable to select energy level and the membrane switch is intermittent. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.